Event description:
It was reported that the implantable cardiac monitor (icm) exhibited loss of contact. The device remains in use. No patient com plications have been reported as a result of this event.